Manufacturer narrative:
Plate implant: 2006; explant: 2011-04-06. Screws implant: 03/2011; explant: 2011-04-06. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) from c4 to c7 five years ago with a competitor plate. In the beginning of (B)(6) 2011 the patient fell and had a size 5 interbody device implanted at c3-4. The end of (B)(6) the patient was in a motor vehicle accident. X-ray and MRI showed that the bottom screw of the interbody device backed out. The patient underwent revision surgery. It was noted during revision surgery that the locking ring on the top screw had broken and the bottom locking ring had bent causing the bottom screw to back out. The physician removed the size 5 interbody device and two screws.